Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Event description:
Customer was complaining the impaction plate to be broken off the instrument. No surgery delay, no part remaining in patient, no adverse consequences reported.